Manufacturer narrative:
Concomitant product: product ID: 3389, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that low impedances were measured on four electrodes on the right side. The low impedances were found when the implantable neurostimulator (ins) was checked with the clinician programmer. Impedances were measured to be 67 ohms on electrodes 0, 1, 2, and 3 on the right side. Impedances were normal on the left side. Electrodes with low impedance were being used for therapy. The patient experienced no symptoms or complications. The cause of the low impedance was not determined. It was unknown if any interventions or actions were taken to resolve the issue. The issue was not resolved at the time of this report. No surgical intervention occurred and it was unknown if any was planned. The patient was okay and alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a manufacturing representative reported the patient was receiving effective therapy.